Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction and the md inserted the sheath. The iab became stuck in the sheath during insertion. Further info has been requested.